Event description:
It was reported that the user experienced difficulty turning and locking the ilet infusion set connector to the twelve o¿clock position, with the connector initially seated at nine o¿clock and insulin leakage occurring when used in that state. The event involved the infusion set and cannula, and the issue was attributed to attaching the cartridge to the connector outside of the pump. Symptoms included hyperglycemia and headache, with a highest reported blood glucose of 387 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified an improper or incorrect procedure or method, specifically a usage problem involving the infusion set connector. The user performed a set change using the proper steps, after which the connector locked correctly at twelve o¿clock and leakage resolved. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.